Manufacturer narrative:
Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device remains implanted in the patient. In this case, patient factors (pre-existing valvular disease, renal failure) may have contributed to the event. There was no allegation of a device malfunction which could be related to a manufacturing non-conformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through (B)(6) clinical trial, approximately 5 years and 4 months post implantation of a 23mm sapien xt valve, the patient presented with heart failure. An echo taken during admission revealed peak velocity of 404cm/s, mean gradient of 40mmhg and an aortic valve area of 0.58cm2. There was no action take as the patient is in hospice care for chf. Upon review of medical records, a 4 year follow up echo revealed normally positioned transcatheter aortic valve prosthesis, mean gradient 32mmhg, aortic valve area 0.61cm2 with trace pvl and mild central regurgitation (indices are consistent with prosthetic valve stenosis). Compared to echo 1 year prior there has been development of prosthetic stenosis. A 5 year follow up echo revealed normally positioned transcatheter aortic valve prosthesis meant gradient 32mmhg with trace pvl and mild central regurgitation. In addition, at this time the patient is not overtly symptomatic with her progressive bioprosthetic aortic stenosis. The patient would be re-evaluated for possible valve-in-valve at 5 year follow up. Approximately 2 months post 5 year follow up, the patient presented with shortness of breath. It was discussed that the patient is not a candidate for repeat tavr and has limited options for ongoing management given their renal function. The patient and family agreed with ¿conservative management¿ and was discharged with a plan to meet with hospice.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.